Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine, fentanyl, and bupivacaine via an implantable pump for spinal pain indications. It was reported that the patient had an MRI yesterday afternoon at 5:14pm, and the pump was showing that it was still stalled. Caller stated they left the MRI facility at 5:45pm. Caller confirmed that they had not tried disconnecting and reinterrogating the pump. Caller also stated that they heard the critical alarm after they read the pump logs. Agent asked caller if the patient had any withdrawal symptoms, and the caller stated the patient was laying in bed and their feet hurt more than normal, but that was it. Caller reinterrogated the pump 3 times and logs continued to read a pump stall. Caller asked if they were able to conduct a pump a refill at this time. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.